Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to a normal generator change out. It was found that the right ventricular lead exhibited a high capture threshold, so physician explanted and replaced it during the same procedure. Patient was stable.